Manufacturer narrative:
Device evaluated by MFR.: synergy ous mr 2.50 x 48mm stent delivery system (sds) was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the bumper tip showed signs of damage. A visual and tactile examination of the hypotube found a break located at 21.6cm from the distal end of the strain relief as well as multiple kinks. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 08-dec-2020. It was reported that crossing difficulties were encountered. Vascular access was obtained via the right artery. The 80% stenosed, 44x2.50mm, concentric and the de novo target lesion with a bend of <45 degrees was located in the severely tortuous and moderately calcified left anterior descending artery. The lesion was predilated with a 2.50x15mm balloon catheter leaving residual stenosis of 65%. A 2.50 x 48 synergy drug-eluting stent was advanced but failed to cross the lesion. The device was removed from the patient's body and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed shaft break.